Event description:
The advocate called on behalf of his son. His son's blood glucose was tested using his contour meter and a contour meter that belonged to the school nurse. The advocate alleged a 70 mg/dl difference between contour readings, but he didn't provide actual readings and he wasn't sure which reading came from which meter. Depending on the actual readings (ie 70 vs 140 mg/dl), the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and 2 new meters were sent to the customer.